Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that five-year-old male patient faced infusion set kinked cannula events on (B)(6) 2020 for which patient's parents called a helpline. Patient started vomiting at around 04:00 am on (B)(6) 2020 and had elevated ketones of 5.7 at the time of event. Patient was given fluids and correction bolus at 20% more than bolus wizard number. Ketones were lowered to 0.2 by 11:00 am and patient recovered on the same day. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1916469 - MDR 3003442380-2024-15193 - device 1 of 1. (B)(6).